Event description:
It was reported that stent dislodgement occurred. A 4.00mm x 20mm liberté¿ stent was advanced to treat the lesion in the left anterior descending artery. The stent was separated from the balloon "during pushing procedure." The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).